Event description:
It was reported that the atrial lead exhibited low pacing impedance and insulation damage. The physician elected to cap the atrial lead on (B)(6) 2025, and a new lead was implanted successfully. The patient had no consequences.